Event description:
The customer reported that the device jaws would not open while on tissue. When the jaws were removed, slight oozing was observed. It is unknown how the jaws were removed, but it was noted that no additional resection was necessary. There was no patient injury or tissue damage.

Manufacturer narrative:
Covidien reference # (B)(4). Date of initial report (B)(4) 2013. The incident device was returned for evaluation. The handle was unlatched and the jaws were not locked when received. Furthermore, functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and the jaws did not lock up or stick to tissue. Covidien could not confirm the customer's report.